Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted concurrently with pelvic exploratory surgery, thermal ablation, cystoscopy, dilation and curettage, and hysteroscopy due to stress urinary incontinence, pelvic pain, abnormal bleeding, fibroid uterus, and dysmenorrheal. It was reported that following insertion the patient experienced pain, recurrence, dyspareunia, blood in urine and constant urinary tract infections. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.